Manufacturer narrative:
(B)(4).

Event description:
Pt reported signal loss to smart device.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4)2018 that on (B)(6)2018 a loss of connection had occurred. It was reported that a loss of connection occurred. It was determined that loss of connection was related to the mobile application. A review of the share logs was performed, and a loss of connection was found within the investigation window. The allegation was confirmed. The probable cause was the mobile device updated its operating system which closed the app. No injury or medical intervention was reported.